Event description:
Device report form synthes (B)(4) reports an event from (B)(6) as follows: it was reported a patient came in for 3rd and 4th metacarpal fracture. Patient was implanted with a hand modular plate and screw. The surgeon was tightening the screw and the screw-head broke off. He mentioned that patient's bone was hard. The surgeon felt there was no harm and he has no intention of removing the screw, the screw shaft was left inside the patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.